Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results of 6.5mmol/l obtained using the subject meter compared to 10.5mmol/l using another meter (onetouch ultra mini). This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/30/2014). The retain test strips have been returned and evaluated on 9/4/2014 by lifescan product analysis with the following findings:the retain test strips involved with this complaint failed testing. The retain test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.